Event description:
The user facility reported that during patient procedures polyps are not properly being suctioned through their quick catch in-line suction polyp traps resulting in procedure delays. User facility personnel were able to retrieve the polyps by cutting open the polyp traps and the procedures were completed successfully. No report of injury.

Manufacturer narrative:
The quick catch in-line suction polyp traps subject of the reported event were not returned for evaluation. Without the return of the devices a root cause cannot be determined. The instructions for use packet (IFU 732560) instructs the user on how to separate the polyp trap. It instructs the user to rotate both halves of the device opposite of each other in counterclockwise directions. It also tells the customer to remove it from the endoscope and wall suction once the polyp is retrieved. The IFU also provides the user with the following instructions "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage (i.e. Deformed, cracked, kinked tubing, damaged packaging), do not use this product and contact your local product specialist." UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.